Manufacturer narrative:
(B)(4). The root cause of the system error 2240 alarm was due to the caregiver starting an initial drain and then connecting. A labeling review was performed and found to be adequate for the use/user error identified in this incident. Proper procedures per the user manual were reviewed with the customer at the time of the initial call. A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm (air in lin) that appeared on the home choice (hc) during initial drain. The caregiver (cg) stated that the made a mistake tonight and pressed go on the unit to start the initial drain and then connected (after the initial drain started). The cg stated that he then got the alarm and turned the hc off and on. The technical service representative (tsr) then explained the alarm and the proper set-up procedures. The cg will start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.